Event description:
It was reported the power cord wa damaged, potentially resulting in exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).